Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between november 24, 2023 and june 24, 2024 recorded the gradually increasing pacing threshold from initially 1.5 v to approx. 3 v. The test values of shock impedance measured on june 24, 2024 between 8:26 hr and 9:46 hr showed varying results between 57 ohms and >150 ohms. The measured pacing impedances varied between 541 ohms and 2279 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Plexa shows rising trend of pacing impedance and pacing threshold since (B)(6) 2024. Patient had no inappropriate events nor ineffective therapy was documented. Patient scheduled for revision. A new lead plexa s dx 65/15 was implanted and the old lead was capped (no lead extraction). No adverse events observed during the revision procedure.